Event description:
Patient parents called run on new years day stating they believe their child had passed and therapist advised for them to call 911. Parents did admit that they were not using oximeter that night but patient was on her ventilator and therapist could hear ventilator running in background. Patient suffered from cardiac and brain malformations in medical hx.